Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," the customer corrected high blood glucose with a manual insulin injection, then changed infusion set and cartridge, resumed insulin delivery. The customer declined additional troubleshooting.